Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation of pulse generator, backup vvi mode was noted. The device was explanted and replaced. The patient had not reported any symptoms.